Manufacturer narrative:
Upon completion of the investigation a follow-up report will be filed.

Event description:
Medwatch received explained that physician prepared pt in usual and proper manner and inserted lumbar needle from kit. Lumbar catheter was then inserted through needle. Because of resistance, physician discontinued the catheter. Upon withdrawal, the catheter tip was missing. Pt was taken for CT and the catheter tip was noted to be retained. Pt was taken emergently to or for removal of catheter tip. A complaint was received in 2008, regarding the same lot number, and hosp. The description of complaint is now confusing and different from what has been reported, and based on the description of the complaint there was no indication that it met the guidelines for reportability. At this point it is unclear if the two complaints are related.